Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective. There was a dark spot on the display screen. The blood glucose result was misinterpreted. The user thought the result was 40 mg/dl above the actual result. The actual result was not provided. The patient's mother administered more insulin than needed. The type and amount of insulin given to the patient was unknown. At an unknown time, the patient experienced hypoglycemia. The patient's mother treated him with sugar water and an ¿yakult" drink. No further information was provided.